Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Hubbard, z. S., al kasab, s., porto, g. B., spiotta, a. (2022). Chronic subdural hematoma recurrence due to contralateral ne ovascularization following middle meningeal artery embolization. Interventional neuroradiology: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences, 28(6), 639¿643. Https://doi.org/10.1177/15910199211065197. Medtronic review of the literature article found a review of two cases of recurrent subdural hematoma (sdh) secondary to neovascularization following treatment with contralateral middle meningeal artery embolization (mmae). Both patients had a history of hypertension and presented after recent history of a fall. It was noted that onyx was used at the index procedure material in both cases. The first patient had a ground-level fall one month prior to presentation. A month after the fall, the patient experienced a seizure at home and presented at the hospital. No neurological deficit was found on examination but a non-contrast computed tomography (CT) of the head revealed a 2.2cm right subacute sdh with no midline shift. The patient underwent right middle meningeal artery (mma) embolization with onyx without incident. There was no intraoperative or immediate post-operative issue and the patient was discharged home after 6 days and one-week follow-up CT revealed decrease in the sdh. However, two weeks after discharge, the patient presented to a different hospital emergency department (ed) with complaint of headache and CT revealed a 1.6cm re-accumulation of the right sdh. The patient was transferred for additional treatment and underwent additional embolization procedure with coils and particles. The patient was discharged the following day. After one month, follow-up CT revealed no recurrence of sdh and the patient denied any symptoms or complaints. The second patient had a mechanical fall 3 days prior to presentation for treatment with complaint of headache and nausea. The patient was neurologically intact upon initial exam. Non-contrast CT of the head revealed a 2.5cm sdh with 1.6cm midline shift. The patient underwent transradial approach mmae with onyx. There was no device malfunction, intra-operative, or immediate post-operative issue noted. The patient was discharged the day after the index procedure. However, the patient presented at the ed two weeks later with symptoms of confusion and gait imbalance. Exam found no focal neurological deficit. Non-contrast CT showed 1.7cm re-accumulation of left sdh with 1.4cm midline shift. Left side craniotomy for subdural evacuation was performed. On post-operative day one, angiography revealed neovascularization of the right mma so right mmae was performed with coils and particles. The patient was discharged again after 4 days. Follow-up after 6 weeks showed reduced sdh and the patient was asymptomatic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there were no adverse events. Only recurrence of subdural after embolization.